Event description:
The initial complaint was reviewed and found not reportable. Both the determination and the investigation results provided a non-reportable result. There was no report of patient harm and the reported malfunction is not likely to cause a patient harm if it were to recur.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: b1, b5, h1: the initial complaint was reviewed and found not reportable. Both the determination and the investigation results provided a non-reportable result. There was no report of patient harm and the reported malfunction is not likely to cause a patient harm if it were to recur. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: one tensioner (391.201; lot p224773) and one cerclage cable with crimp (611.105.01s; lot 2l15431) were returned to pioneer surgical (rti). Neither device was noted to have severe damage. The cable itself was bent/deformed from the removal process. The tensioner passed functional inspection per manufacturer work instruction wi-eng-004. No functional test could be performed for the cable itself. The cable passed dimensional inspection with the diameter meeting print specification. A manufacturing record evaluation was conducted, there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The complaint was not confirmed with investigation. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot this mre review is for sterilization procedure only . Part: 611.105.01s lot: 2l15431,, manufacturing site: selzach , supplier: (B)(4), release to warehouse date: 05.november 2018, expiry date: 01.october 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in monument part: 611.105.01, lot: p318599. Manufacturing location: supplier - rti surgical. Inspection and release by: monument part number: 611.105.01, 1.7mm cocr cable with ti crimp 750mm lot number: p318599 (non-sterile) release to warehouse date: 11-oct-2018 purchased finished goods traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection ns039781 rev f met all inspection acceptance criteria. Certificate of conformance received from rti surgical dated 02-oct-2018 was reviewed and determined to be conforming. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, a patient underwent an open reduction internal fixation (orif) surgery for femoral fracture around an unknown nail. During the surgery, when the surgeon inserted the cerclage cable to the tensioner, the cable got trapped in the tensioner and could not be extracted. The surgeon removed the cable forcibly using a needle-nose plier and a kocher forceps. The surgery was successfully completed with a less than thirty (30) minute delay. Patient status was stable. Concomitant devices: nail (part: unknown, lot: unknown, quantity: 1). This report is for a 1.7 mm cocr cable with titanium (ti) crimp 750 mm-sterile. This is report 1 of 2 for (B)(4).